Event description:
It was reported that the pump time was incorrect, cause was unknown. Additionally, it was reported that there were missing data points on the continuous glucose monitor graph. Blood glucose was not impacted. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.